Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was an error message that battery one was not charging. The cardiohelp was exchanged during treatment. A getinge field service technician (fst) will replace the batteries as soon as the customer received a loaner and will send the device in for repair. As it is unknown which type of battery is affected (old style batteries or new style batteries) both root causes are present: the failure "battery not charging" was investigated for the old battery. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. As the failure was reduced with the new type of batteries, but not fully fixed, the root cause for the new batteries is the same except the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured 2020-11-19. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah. On the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also. This can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. As a corrective action the engineering change request was initiated. The supplier of the batteries updated the firmware and the overcharging threshold of the batteries has been increased from 300 mah to 930 mah to reduce the probability of triggering of the overcharge protection flag without negatively affecting the safety mechanism. Additionally, a similar failure of the new battery was investigated by getinge life-cycle-engineering on 2023-04-20 with following conclusion: the root cause for the failure "battery not calibrating, charging" is that the oca-flag is activated. Oca-flag means that the battery was loaded over the maximum programmed overcharge limit. This overcharge limit was implemented with the implementation of ecr 20012004, cardiohelp-I: battery pack li-ion - increase of the oca from originally 300 mah to 930 mah. To deactivate the oca-flag it is necessary to do a calibration with an external battery charger. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." Based on the investigation results the reported failure "battery not charging" ´could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) investigated the device. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The exact root cause could not be determined as the batteries could not be sent to germany for investigation as they are categorized as dangerous goods. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: no power supply and battery fails caused by e.g.: - battery defective the review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2017 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2017. Based on the results the reported failure "batteries not charging" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that there was an error message that battery one was not charging. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
MDR 8010762-2023-00347 was filed on 21-july-2023 (initial) and 01-december-2023 (final) based on a complaint that was received by maquet cardiopulmonary about the cardiohelp device. The complaint alleged that during treatment using the cardiohelp device, an error message occurred indicating that one of the batteries was not properly charged. The hospital exchanged the device during treatment and did not report any patient harm resulted from the incident. The hospital¿s decision to exchange the device with a replacement device is consistent with the instructions for use: ¿replacement units should be always kept on standby to ensure continuous operation in event of complete device failure.¿. The cardiohelp system is designed with two integrated batteries (a redundant system) and has system alarms to indicate when there is a low level of battery charge. The instructions for use make clear that therapy should not be started unless the batteries are fully charged: ¿only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated.¿ in this instance, it appears the hospital decided to use the cardiohelp for treatment without confirming that the batteries were fully charged. In investigating this complaint, getinge personnel could not identify the true root cause of the event because the battery was not returned to the company. We understand that the battery was scrapped because li-ion batteries cannot be easily transported if categorized as a dangerous good. Because getinge procedures require that there be a probable cause identified if a true root cause is not found, the individual handling the complaint investigation identified a design change made in 2020 (under engineering change 20012004) as the ¿most probable¿ root cause for this event. This design change relates to the over charge alarm (oca) flag, which protects the battery from overheating during charging; the oca flag was not implicated in the event leading to the MDR. It was incorrect to identify this design change as a probable cause for MDR 8010762-2023-00347. The company has reopened this complaint and is conducting an investigation to determine the probable root cause. Maquet cardiopulmonary will submit an update to the MDR filing by 16-january-2024. You also asked whether the company conducted a recall related to engineering change 20012004. This design change was not implemented due to any complaints, and was intended to improve battery calibration during preventive maintenance. Specifically, the over charge alarm (oca) flag, which is necessary to protect the battery from overheating during the charging process, previously triggered at a lower threshold, which prevented the calibration process from being completed. The engineering change was implemented to avoid disposing of batteries that function as intended, due to artificially incomplete battery calibration. This engineering change was not connected to a patient risk, nor was it related to the complaint that is the subject of the MDR. All cardiohelp batteries have a real maximum capacity of 9300 mah and are operated on a design capacity of 8280 mah, to ensure battery performance over the battery lifetime of 4 years. The oca flag previously triggered when a charging battery hit a threshold of 300mah above the design capacity of 8280mah (i.e., at 8580mah). With the engineering change, the threshold for the oca flag was increased from 300mah to 970mah and triggers now at 9250mah, which still is below the real battery capacity.

Event description:
Complaint ID# (B)(6).